Event description:
The following information was collected from a post market clinical follow-up (pcmf) survey regarding the use of the gore® preclude® pericardial membrane to perform reconstructions/repairs on the pericardium. Information received from this survey focused on the user experience regarding adverse events and satisfaction with the device. Using a scale of 1 to 7, where 1 is ¿not at all satisfied¿ and 7 is ¿extremely satisfied¿ relating to the overall level of satisfaction with the gore® preclude® pericardial membrane, the physician rated 5 for both adult and pediatric patients. For survey item ¿my experience with the gore® preclude® pericardial membrane has met my expectations for overall deep wound infection or mediastinitis including primary procedures or re-sternotomies through two years after implantation¿, the physician stated ¿no¿ for both adult and pediatric patients. As to the reason why ¿no¿ was selected, the physician applied the following statement, again to both groups: ¿most of the patients had various degrees of tissue adhesion at reoperation.¿ the statement appears to indicate that surgical reinterventions may have been performed to treat the stated tissue adhesions. However, as no additional information was received, gore reviewed the information provided and found the stated adhesions appear to be incidental findings during a planned reoperation rather than a cause for unplanned reinterventions. Gore therefore considers this case not reportable and concludes this case with the information received.

Manufacturer narrative:
Additional manufacturer narrative: b5, describe event or problem: updated. E. Initial reporter: updated information. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, health effect ¿ clinical code: replaced code e2101 with e2403 h6, health effect ¿ impact code: replaced code f24 with f26 h6, type of investigation: added code b22, h6, investigation findings: replaced code c21 with c19. H6, investigation conclusions: replaced code d16 with d14. Serial numbers for the implanted devices could not be obtained. No further information was received. A post-market clinical follow-up anonymous satisfaction survey on the use of the gore® preclude® pericardial membrane initially reported various degrees of tissue adhesion at reoperation. Gore subsequently followed up with the research agency conducting this survey on the user¿s contact details, information on implanted devices and dates, patient data, as well as information on the clinical perspective on the cause of the stated adverse events and the device¿s role. In their response, the agency clarified that they were unable to follow-up with the respondent on the requested level of detail and could not request patient identifiable information. As no additional information was received, gore reviewed the information provided and found the stated adhesions appear to be incidental findings during a planned reoperation rather than a cause for unplanned reinterventions and would not thus meet the criteria of reportable serious injury meaning reoperation/reintervention. Gore is therefore retracting this medwatch report.

Event description:
The following information was collected from a post market clinical follow-up (pcmf) survey regarding the use of the gore® preclude® pericardial membrane to perform reconstructions/repairs on the pericardium. Information received from this survey focused on the user experience regarding adverse events and satisfaction with the device. Using a scale of 1 to 7, where 1 is ¿not at all satisfied¿ and 7 is ¿extremely satisfied¿ relating to the overall level of satisfaction with the gore® preclude® pericardial membrane, the physician rated 5 for both adult and pediatric patients. For survey item ¿my experience with the gore® preclude® pericardial membrane has met my expectations for overall deep wound infection or mediastinitis including primary procedures or re-sternotomies through two years after implantation¿, the physician stated ¿no¿ for both adult and pediatric patients. As to the reason why ¿no¿ was selected, the physician applied the following statement again to both groups: ¿most of the patients had various degrees of tissue adhesion at reoperation.¿ the statement appears to indicate that surgical reinterventions may have been performed to treat the stated tissue adhesions.

Manufacturer narrative:
A1, patient identifier (in confidence): a patient identifier was not provided. Data provided in this field reflect gore's internal reference number for this case. Further investigation is being conducted and will be included in the final report. Gore understands that information received originates from healthcare market research where respondents may remain anonymous. Gore intends to reach out to the market research agency that conducted the survey for additional information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.